Event description:
Epi pen head came off and exposed needle [device issue]. Medication did not seem as effective [lack of drug effect]. Case description: on (B)(6) 2022, a male consumer called to report "epi pen (sic) head came off and exposed needle; when he injected the product, the medication did not seem to be as effective." On 15-feb-2022, a follow up call was made to the consumer, and the initial report was confirmed. The consumer stated he needed an epi pen for allergies and breakouts. As he attempted to use the device, he stated that "the whole tip of the pen came off, leaving one inch needle exposed with no covering to it." He further stated that if he continued in additional info section...